Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was an outage and the equipment was replaced. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was an outage and the equipment was replaced. There was no harm or injury reported. During the evaluation of the device at the manufacture service center, the ventilator inoperative alarm was confirmed during the operational check. The technician states that a motor failure error code was found in the device's error log. The motor blower assembly needs to be replaced to resolve the issue. The customer did not approve the repair estimate, and the repair request has since been cancelled. No further investigation is required at this time.